Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened dome. The insulin pump has minor scratches on the lcd window.

Event description:
Customer reported via phone call that they received a keypad anomaly. The blood glucose reading is 236 mg/dl. The insulin pump will be replaced.